Event description:
Per complaint (B)(4), the implant was spinning with no integration during the implantation process. Upon removing the implant, it was discovered that the buccal plate had been perforated. A bone graft/membrane was placed.